Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including header evaluation and output verification did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker did not stimulate effectively, and the device was removed. The connections and integrity of the lead worked correctly when stimulate by pacing system analyzer (psa). The pacemaker shows lack of stimulation at a nominal voltage of 2.5v when reconnected. The pacemaker achieved intermittent capture when it was adjusted to maximum output. The pacemaker was replaced, and the patient was in stable condition throughout the procedure.